Manufacturer narrative:
The insulin pump had cracked reservoir tube lip during visual inspection. The insulin pump passed the priming, displacement, basic occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarm on the insulin pump. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was high. Customer was advised to change the set and reservoir in order to troubleshoot. Customer felt uncomfortable and discouraged with the insulin pump. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during basal delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.